Event description:
A healthcare facility in (B)(6) reported that they were having trouble with flow sensors when using the mr850 humidifier with puritan bennett 7200 ventilators. It was reported that several flow sensors had gone out [of calibration] on these ventilators. The healthcare facility reported the sensors appeared not to be going out when in use with the mr730 respiratory humidifiers. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The device was not returned to the MFR for inspection. An investigation was carried out based on the event description and an independent report from (B)(6). Fisher & paykel healthcare (fph) did not MFR the ventilator or the ventilator flow sensors. Conclusion: we could not conclude how the ventilator sensors went out of calibration. (B)(6) has stated that the following in a report discussing the interaction of humidity/condensate from the mr850 with a range of ventilators: [humidity/condensate from the mr850 has] "no immediate effect on performance. However, the problem may cause gradual deterioration of the flow sensor and eventually prevent the ventilator from passing preventive maintenance inspection. When this occurs, the flow sensor will need to be replaced." Under recommended accessories with the pb 7200 in use with the mr850, the report states "puritan bennett states that no accessories are required but recommends periodic inspection of the flow sensor". Condensate, although not preferred, is an expected side effect of heated pass over humidification systems in many conditions and may vary between light misting to droplets of water that form on the wall of cool breathing circuit tubing. We have referred this complaint to the MFR of the ventilator.